Event description:
It was reported that while in use on a patient, this pb560 ventilator stopped ventilating and displayed low inhaled tidal volume (vti) error message. The patient was removed from the ventilator and placed on an alternate ventilator without injury. Although it was reported that the unit stopped ventilating during use, based on the review of the logs, it was determined that the ventilator was manually stopped by the user. Reportability reassessed base on the product analysis findings.

Manufacturer narrative:
Section a: patient information cannot be provided due to australian privacy regulations. Section d: and section g: there is no UDI or 510k number associated with this device. The device associated with this event is an authorized product under the emergency use authorization (eua) issued by FDA for the covid-19 pandemic. This device was granted authorization by FDA on april 5, 2020. Issue identified during product analysis. H3: device evaluation summary: medtronic conducted an investigation based on all information received. It was reported that while in use on a patient, this pb560 ventilator stopped ventilating and displayed low inhaled tidal volume (vti) error message. The device was available for evaluation. Although it was reported that the unit stopped ventilating during use, based on the review of the logs, it was determined that the ventilator was manually stopped by the user. The service personnel (sp) inspected the ventilator and no air was coming out from the ventilator. The sp replaced the turbine. Additionally sp performed preventive maintenance (pm) and replaced air inlet filter and exhalation block assembly. The unit passed all calibrations and tests as per manufacturer specifications at the time of service. The air inlet filter and exhalation block assembly that were part of pm were not returned. One turbine was returned to medtronic was further analysis. Visual inspection showed no anomalies. The turbine was attached to the failure investigation test ventilator for analysis. The unit powered up but failed the functional testing. When put on ventilation mode, the unit generated a high priority alarm with "connect valve or change pressure" message. Further investigation determined turbine was faulty. The cause of the event was isolated to a fault in the turbine. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it has met all medtronic quality specifications. The event is included in a trending and monitoring plan. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.